Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 450mg/dl due to an empty reservoir. The customer indicated that this was a past event of 2 weeks ago. Customer indicated that they changed the infusion set and bolused to bring their blood glucose down. There was no further information provided by the customer or troubleshooting and customer declined further high blood glucose troubleshooting.